Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 500 mg/dl. Patient's current blood glucose value: unknown. Customer declined trouble shooting pump for high blood glucose values and insulin flow blocked. Signs of infection were as follows: the one she pulled out this morning was tender and bruised. The device is not expected to be returned for analysis.